Event description:
It was reported from (B)(6) that the motor device was leaking oil and got hot at the attachment coupling. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. However, during evaluation, it was observed that the locking mechanism was not working properly because the device was powerbroken and was unable to secure the cutter. Therefore, the pre-test could not be completed. It was determined that the cause of powerbroken was failure to follow directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: upon further follow-up with the reporter, additional information was provided. The previous report stated the date of report and date received by manufacturer was november 27, 2014. However, during follow-up with the reporter, it was reported that the correct date of report and date received by manufacturer was november 21, 2014.